Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited jumpy shock impedance measurements of greater than 200 ohms. No noise was observed. Technical services (ts) noted this appeared to be a possible connection issue. The physician would review. This ICD remains in service. No adverse patient effects were reported.